Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer delivered smaller boluses to address the issue. There was no reported adverse impact to the customer¿s blood glucose level. Ultimately, the customer reverted to an alternate form of insulin therapy.